Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited an electrocardiogram anomaly. After the device was reprogrammed, normal function resumed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.